Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two model 3186 leads from the same lot (for off-label). The patient has multiple scs systems implanted and this report is related to the scs system implanted on (B)(6) 2014. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention to have their scs system explanted.